Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 28 mmol/l. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.